Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the maryland bipolar forceps instrument was not working correctly. The wires at the distal tip of the instrument were broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.